Event description:
During colonoscopy, a polypectomy was performed. A regular resolution 360 clip was inserted via egd scope. While physician rotating clip, the clip end fell off prior to placement. A second 360 resolution clip had to be placed due to first clip malfunction.